Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in procedure. The exact procedure date was unknown. During the procedure, the energization was difficult to perform. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.